Manufacturer narrative:
The field service engineer was on site on (B)(4) 2011. The field service engineer performed instrument verification testing and all results met published performance specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that on 05/18/2011 an erroneous, elevated free total thyroxine (frt4) result above the normal reference range was generated on a unicel dxl800 access immunoassay system for one patient sample. A repeat test was performed on the same instrument and an elevated free total thyroxine (frt4) result above the normal reference range was generated again. The initial, erroneous result was released from the laboratory and the physician questioned the result. Additional samples were redrawn and sent to three external reference laboratories. The external reference laboratory results were lower and regarded as "normal". The reference laboratories frt4 reference ranges were not provided by the customer. The patient's dosage of lisinopril was increased. It is unknown if this was due to the erroneous frt4 results. Quality control results (qc) were within the customer's established ranges prior to and after the erroneous results. System checks performed before and after the event yielded acceptable results. The frt4 samples were collected in plastic serum tubes with a gel separator. They were centrifuged for fifteen minutes at >2000 rpm. All samples were inverted at the time of draw and allowed to clot prior to centrifugation. Specific clot time information was not supplied. The initial frt4 test specimen was sampled from the primary collection tube whereas the second sample was obtained from an aliquot in a pour off tube.